Event description:
It was reported that the customer was in the hosp with a low blood glucose reading of 57 mg/dl. The mother only called for assistance in turning off the insulin pump. Advised the mother to remove the battery. No troubleshooting was done. Advised the mother to call back for troubleshooting at her convenience. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.